Manufacturer narrative:
The device was received for evaluation and was observed to be in good condition. Engineering confirms the cause of the infusion getting stopped is due to continuous occlusion alarms and proximal air in line alarms. Once the distal occlusion paused alarm is rectified, the infusion resumes on its own, hence confirming the ¿restarts¿ comment in the description. Engineering also concludes that the infusion program restarts only when the user cleared the infusion and starts a new program or when a new patient gets confirmed, thus the only times the program was reset was due to manual user action ¿ this is correct pump operation. Could not confirm from the logs the report that there was no actual air when the ¿air¿ alarm occurred. But back priming was done to resolve the air in line alarms and after that the alarms did not occur and the device was working as expected and delivering properly. The device logs were downloaded and reviewed and it was concluded that the device functioned correctly. The device passed all pci functional tests. The probable cause for ¿it restarts and loses the program¿ could not be identified. The device passed all further testing.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The customer reports that the device restarts and loses the program. There was unknown patient involvement; harm was not reported as a consequence of this event.